Manufacturer narrative:
The reagent lot number was requested but not provided. A review of the provided data showed that almost all calibrations were flagged with std.e, and the qc showed imprecision/insufficient performance. The field service engineer (fse) suspected the issue was due to the gear pump and probe. He replaced the gear pump, adjusted the pressure, water dispensing in cells, and replaced the sample probe and the lamp. The instrument was confirmed to be operational. The investigation determined the issue was hardware-related, and the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.2 results for one patient sample tested on a cobas 4000 c311 stand alone system. The initial result was 6.8%. The repeat result was 5.5%.